Manufacturer narrative:
(B)(4). An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The product device history records were also reviewed based on the lot number provided, and no anomalies were found. The failure root cause cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Reference exemption number e2017029.

Event description:
The rib plate broke after implantation. The plate was explanted on (B)(6) 2017.